Event description:
Reporter stated that patient received the following results on the aviva nano system compared to lab results within 10 minutes: 12.5 mmol/l (aviva nano meter) and 5.8 mmol/l (lab). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).